Event description:
A customer reported damage to the housing and usb connection of their insulin pump, which affected their ability to charge it. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.